Event description:
The customer reported the fluoroscopic image was intermittently lost. This will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv (high voltage) cable was evaluated and scheduled to be replaced. The workstation and camera cables were also replaced. The system was tested and found to be working as intended and returned to service.